Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 30 mmol/l. Customer¿s current blood glucose level was 18 mmol/l. Customer's other blood glucose level was 7.7 mmol/l. The customer was treated with manual injection. The customer was thirsty due to hyperglycemia. Troubleshooting was performed for high blood glucose levels. The device is expected to be returned for analysis.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The 30mmol/l was for previous 630g pump and 18mmol/l is for current 670g pump.